Manufacturer narrative:
(B)(4).

Event description:
It was reported "during use, a structural failure was observed in the introducer fitting". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".